Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 336 mg/dl at the time of the call. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was sent replacement reservoir sets. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.